Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). Evaluation of the software concluded that the original bone landmarks were taken incorrectly; when they were retaken in the correct location, the software did not overwrite the incorrect values. When the correct landmarks were used in the evaluation, registration points appeared in the correct location. The issue was entered as a software but, and will be addressed in a future software version.

Event description:
The surgeon performed a right partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. During bone registration prior to any bone resection, the surgeon observed that the bone registration points requested by the software were outside of the accessible surgical field. After verifying the bone landmarks had been taken correctly, all input data was reviewed to verify all had been entered correctly and no issues were found. The makoplasty specialist (mps) present at the case contacted mako customer service for support, and recommended the surgeon collect the registration points in the normal prescribed pattern per the user guide. The bone registration was successful, and the surgeon verified the numerical output for joint balancing agreed with what he saw clinically. After successfully verifying registration, the surgeon proceeded with the case and it was completed successfully to plan.